Event description:
It was reported that one day post implant, a pre-discharge remote transmission indicated high thresholds on the atrial lead. The lead was checked again via programmer and the threshold was within normal limits. The atrial lead remains in use. No patient complications have been reported as a result of this event.